Event description:
It was reported that two days after insertion of the iab in a pt with "strong calification" the pump experienced helium leak alarms. As a result of this, the iab was removed and replaced. There were no pt complications.